Manufacturer narrative:
Only the used device was returned loose inside the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger was fully deployed. No damage was observed to the device. The lens was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The root cause for the reported complaint of "lens came out at an odd angle and got stuck in the incision" may be related to a failure to follow the IFU. A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The used device was returned. The plunger was fully deployed and no damage was observed to the device. The file indicated that the lens was contaminated and therefore was not returned for an evaluation. The position of the lens as it was being delivered into the eye cannot be confirmed based solely on the evaluation of the returned device. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that during implantation of lens, it came out at an add angle (not haptic leading) and got stuck in the incision. The physician tried to manipulate but unable to do so. The lens was removed and the surgery was completed with another lens. There was no patient harm.